Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) was returned to the manufacturer. Evaluation is currently underway. There is no indication at this time that the device caused or contributed to the patient's death.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2016. A review of the event shows that the patient was wearing the lifevest at the time of collapse on (B)(6) 2016. The patient was in a nursing facility at the time of passing. The patient was alone at the time of passing and a nurse noted that the patient had a do not resuscitate order so no resuscitation efforts were made by the staff. The initial life-threatening rhythm was ventricular tachycardia (vt). Vt was detected at 1:24:37 am varying from 140 beats per minute to 190 beats per minute. The device properly detected vt however, the heart rate fell below the treatment threshold, which was set at 150 beats per minute. Asystole, a non-treatable rhythm was detected 11 times from 1:27 to 2:26. The ECG shows vt at 150 beats per minute with varying amplitudes degrading to asystole with intermittent cardiac activity. The device was shutdown at 2:35 am on (B)(6) 2016.